Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and low battery alert from the insulin pump. The customer's blood glucose level was 161 mg/dl. The customer stated that the display was blank for 45 minutes. The blank display did not return with new battery troubleshoot. The customer declined to troubleshoot for low battery alert. The insulin pump will not be returned for analysis.